Event description:
This spontaneous case from united states was received on (B)(6) 2018 from a patient. This case concerns male patient (age unknown) who initiated treatment with synvisc one and after unknown latency was barely able to walk for three months. No relevant medical history, concurrent conditions, previous medications or concomitant medications were reported. On an unknown date, patient received treatment with intra articular synvisc one injection (unknown dose) into his right knee (batch/ lot number and expiry date: unknown) for lack of cartilage and osteoarthritis. On (B)(6) 2017, after unknown latency, the patient was barely able to walk for three months. On an unknown date, with some concern, the patient elected to have the shot in his left knee and that was ok. Since then the patient had found out that there was a problem with the syringe that came with synvisc-one and could cause an infection with pain. Corrective treatment: not reported. Outcome: unknown. Seriousness criteria: disability pharmacovigilance comment: sanofi company comment dated 16-mar-2018. This case concerns a patient who presented unable to walk receiving treatment with synvisc one. Based upon the information, the causal role of the product cannot be denied with the occurrence of event. However, further detailed information regarding detailed medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.

Event description:
This spontaneous case from united states was received on 08-mar-2018 from a patient. This case concerns male patient (age unknown) who initiated treatment with synvisc one and after unknown latency was barely able to walk for three months. No relevant medical history, concurrent conditions, previous medications or concomitant medications were reported. On an unknown date, patient received treatment with intra articular synvisc one injection (unknown dose) into his right knee (batch/ lot number and expiry date: unknown) for lack of cartilage and osteoarthritis. On (B)(6) 2017, after unknown latency, the patient was barely able to walk for three months. On an unknown date, with some concern, the patient elected to have the shot in his left knee and that was ok. Since then the patient had found out that there was a problem with the syringe that came with synvisc-one and could cause an infection with pain. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 53025 the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: disability additional information was received on 19-mar-2018. Global ptc number and results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 19-mar-2018. The new information received does not change the case assessment. This case concerns a patient who presented unable to walk receiving treatment with synvisc one. Based upon the information, the causal role of the product cannot be denied with the occurrence of event. However, further detailed information regarding detailed medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.